Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00428. It was reported that during the left ventricular (lv) lead reposition procedure, set crew could not be loosened when the physician was trying to disconnect the lv lead. Multiple attempts were made with different wrenches but not successful. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory. Set screw was unable to engage with leads because it was stripped with septum material inside. Set screw damage found was sustained during the surgical procedure.